Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the displayed of the home pt's homechoice machine during dwell 3/6 of their automated peritoneal dialysis therapy. Reportedly, the home pt was confused in the middle of the night and disconnected their transfer set from the pt line of the homechoice set. Baxter's technical service center assisted the home pt's spouse in ending therapy. Therapy was completed with manual exchanges. No pt injury was associated with this incident, per the home pt's spouse. Follow-up with the home pt's nurse revealed that the home pt is currently being treated for a previous acquired infection. The home pt is receiving intermittent doses of vancomycin 1gm every 5 days, per the home pt's nurse.